Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented in the operating room for a device replacement procedure. During the procedure, no output on the new device was noted and patient¿s heart rate was slow. The device was replaced with a competitor product. The patient recovered well after the procedure.